Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported that in the last month they've been having a problem with their leakage and now it seemed like they were also having leakage "from the back" which they didn't have before. Patient stated they had a new managing healthcare provider (hcp) and the new hcp had tried to rectify things by putting a pessary inside the patient. Patient stated this was their third one. Patient stated meanwhile they had to self-catheterize 3 times a day. Patient stated they'd never had to cath before. Patients said they'd be sitting or laying down and they would get a gush of urine, patient stated this was in later 2024, and the doctor told the patient they were retaining urine and that's when they wanted them to start self-cathing. Patient wanted to increase their. Patient services reviewed external devices with the patient and walked the patient through connecting to their therapy settings. The therapy was on and the patient increased the stimulation to where they felt it comfortably in their bike-seat. Patient services reviewed device description/function with the patient and therapy expectations. Patient stated the therapy had never really helped their symptoms and stated, "this my 4th one. You'd think after the 4th one you'd have an idea that maybe if they're not working, they're not going to work." Patient stated the last time they worked with the reps; they were told they had 2 programs left to try. Patient was unable to provide when the rep/s had first been made aware. The patient's initial reason for call had been to review external devices and MRI mode. Patient services reviewed this information with the patient. Patient to call back in the future if they had further questions or needed assistance with MRI mode. Documented reported event. No further action was taken by patient services.